Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction. Customer had elevated blood glucose (bg) levels (350 mg/dl). Customer administered a manual injection to address elevated bg levels. Reportedly, the customer has manual injections as alternate insulin therapy.